Event description:
On 28 july 2021, neotract was made aware of a device that failed to deploy an implant during a successful prostatic urethral lift (pul). On (B)(6) 2021, upon investigation of the device, it was determined that approximately 35mm of the needle was missing and unaccounted for. The physician was notified and he stated that no needle fragment was left in the patient. As a result, no patient follow up was planned. No patient adverse events were reported.